Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 687 mg/dl and ketones identified as dangerous by a healthcare provider; cause was unknown. Customer attempted to self treat by changing supplies. No information was provided regarding what treatment was received. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.